Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2021. They underwent right knee revision surgery on (B)(6) 2023, approximately 2 years 2 months post primary procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. D4: corrected. D10: concomitant devices: (B)(6), 02-022-35-2509 - truliant tib imp ps insert sz 2.5 9mm. (B)(6), 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t. (B)(6), 200-02-29 - three peg patella 29mm. 3008620054, (B)(6), gps implant kit v2. G4: corrected. H6: corrected health effect, medical device, component, and investigation clinical codes.